Manufacturer narrative:
Records indicate this device remain in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored episodes from the subcutaneous implantable cardioverter defibrillator (s-ICD) were reviewed. Three inappropriate shocks were delivered due to cardiac oversensing. In one of the episodes, the inappropriate shock appeared to induce ventricular fibrillation (vf). The vf was successfully converted with a second shock. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remain in service. If information is provided in the future, a supplemental report will be issued. The device was later explanted due to routine change out. Records indicate the device was retained by the hospital. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that stored episodes from the subcutaneous implantable cardioverter defibrillator (s-ICD) were reviewed. Three inappropriate shocks were delivered due to cardiac oversensing. In one of the episodes, the inappropriate shock appeared to induce ventricular fibrillation (vf). The vf was successfully converted with a second shock. No additional adverse patient effects were reported.